Event description:
Reporter alleged, obtaining discrepant back to back blood glucose results of 234 mg/dl, 153 mg/dl, & 111 mg/dl, when all tests were performed with less than 5 minutes on the active system. No actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.